Event description:
About 3 minutes after the treatment was initiated, the patient complained of shortness of breath, flushing being hot to touch. Her blood was returned. She was put in oxygen at 2l and given 25mg of benadryl IV. The patient was restarted on a dry pack and had no further problems. The patient is back on a preprocessed dialyzer. The patient apperas to have had an allergic reaction to a substance in the dialyzer.device labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: maybe. Corrective actions: device discarded. The device was destroyed/disposed of.